Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the disk space is full. Upon checking fse cleared the ippc memory sticks and display cards, replaced the bios battery of ippc and discharged it. Fse disassembled hd changed box and connected it to main board. To resolve the issue fse reloaded the ippc software and recreated image store. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that intermittently the system displayed the message low disk space and could not perform fluoroscopy or exposure. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.